Event description:
Infusaport removed due to malfunction (new one implanted opposite side.) Occasionally will seem to clot over & not function well and cause the chemotherapy agent to appear in the pocket & occasionally will work.